Manufacturer narrative:
(B)(4).

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the foot of the device was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the foot of the device was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.